Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported he would like to perform an iol piggy-back procedure to correct the residual myopia. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).